Event description:
It was reported to philips that the device failed the paddles test. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to faulty processor pca and rfu indicator. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca and rfu indicator. The processor pca and rfu indicator were replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Corrected 510k number.

Event description:
It was reported to philips that the device failed the paddles test. There was no patient involvement.

Manufacturer narrative:
Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca and rfu indicator. The processor pca and rfu indicator were replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device failed the paddles test. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to faulty processor pca and rfu indicator. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca and rfu indicator. The processor pca and rfu indicator were replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Corrected 510k number. Added to event description. Corrected supplemental information awareness date. Added health impact information.

Event description:
It was reported to philips that the device failed the paddles test. There was no patient involvement.